Event description:
22 yr old male to surgery after a water skiing accident. Surgeon attempting to drill distal screw holes for a tibial nail (uniflex) when tip of drill bit broke off in pt. Approx 1/4" of drill bit broke off. Physician felt remaining tip was torqued into the bone and was not removed.